Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not broken. The emergency procedure was not implemented and the delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported even were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer called and stated during a procedure they had a bravo capsule that failed to attach. Intervention was necessary and capsule needed to be removed from the patient using a snare. There was nothing unusual about the patient or the procedure that lead to the incident. The patient was given an endoscopy before the procedure and the esophagus looked normal. The physician has been performing the bravo procedure for over 5 years. No other known adverse events were reported.